Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a visual observation confirmed the header was completely separated from the pacemaker casing, but still held on top of the casing by the anchors. There was virtually no medical adhesive left on the pacemaker casing. A real time x-ray of the header noted that all feed thru wires were intact with no sign of damage. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis concluded that the root cause for this issue has been identified as low bond strength between the header and the device casing.

Manufacturer narrative:
Analysis will be performed when this device is returned.

Event description:
Boston scientific crm received information that during a pacemaker replacement procedure while the physician was unscrewing the atrial set screw, the header fell off. After the header fell off asystole greater than 2 seconds was observed. Pacing recovered and the patient was reported to be doing well. The device is scheduled to be returned for analysis.